Manufacturer narrative:
D6a: unknown date in 2015. The reported event was unable to be confirmed due to limited information received concerning this event. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. It is unknown if the patient had achieved fusion. A review of manufacturing records was unable to be performed as the part and lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: permanent pain and/or deformity." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient received an eight (8) level posterior fixation construct from t10 to sacrum. Subsequently, the patient underwent an additional procedure to extend the posterior fixation construct to t4 to sacrum due to proximal junctional kyphosis (pjk) approximately eight (8) years after the index procedure. No further impact to the patient was reported. No additional information is available.